Event description:
The apexd of the vascular access graft had delaminated. The apex was removed and a new interposition graft was placed. The graft is scheduled to be returned to the manufacturer for analysis; however, the graft has not been returned to date.